Manufacturer narrative:
Additional information for b3: this issue occurred between 17 july 2024 and 9 august 2024. Additional information for b5: it was reported that fifteen (15) large volume folfusors underinfused during infusion (previously reported a quantity of 3). The expected therapy time was 24 hours; however, it was observed that the devices had not completed the medication delivery after 24 hours. Residual medication remained within the device. G4: update from 'ni' to 'na'. H4: the lot was manufactured between november 13, 2023, and november 15, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred on several occasions over a three-month period of 2024. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) unspecified elastomeric pumps underinfused during infusion. The devices did not deliver the expected medication dose volume during the therapy time (one device had under infused by 50ml). The devices were filled with piperacillin/tazobactam with citrate buffer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.